Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. Visual test and functional test were performed. It was confirmed that the bellows of the included hose had a hole and the end of the hose had a crack. The root cause was identified as defects due to customer usage. The hose was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the hose. There was no patient involvement and no harm/adverse event reported.